Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the keypad numbers "one" and "two" keys were not responding. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was the keypad. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device's keys #1 and #2 were not responding. No additional information is available.